Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and had negotiated the patient's common iliac bifurcation with a guidewire and the 4f catheter. During catheter manipulations over the wire within the patient's aortic bifurcation the catheter tip detached. A contralateral femoral retrograde arterial access was necessary to successfully retrieve the broken tip with a vascular snare device. The secondary access site resulted in a false aneurysm which made a secondary procedural intervention necessary within the surgical arena under general anesthesia.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found no similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.